Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found several xdcr (transducer) faults found in event log; thus, unit needs new mainboard. Parts order submitted for fulfillment. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has vent inop (inoperable) alarm during setup prior patient use. Several xdcr (transducer) faults found in the event log. Furthermore, there was no patient involvement associated with the reported event.